Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), genital haemorrhage ("abnormal bleeding (general)") and device expulsion ("migration of essure device location of device: uterus") in a female patient who had essure (batch no. 769025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menorrhagia ("menstrual hemorrhaging"), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("acute vaginitis"), migraine ("migraines"), headache ("headaches"), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, vaginal infection, migraine, headache, device expulsion, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal bleeding (general), acute vaginitis, migraines, headaches, device expulsion, nausea, dysmenorrhea, dyspareunia, vaginal discharge, blurry vision, fatigue, weight gain, lower back pain, abdominal pain, essure confirmation not done added.reporters,lot number,concurrent condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 769025-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of vaginal infection ("acute vaginitis"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2017, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menorrhagia ("menstrual hemorrhaging"), the second episode of vaginal infection ("acute vaginitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, menorrhagia, the last episode of vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vision blurred, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('migration of device') and device expulsion ('migration of essure device location of device: uterus') in a 22-year-old female patient who had essure (batch no. 769025-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's previously administered products included for an unreported indication: seasonel from november 2010 to january 2011, nuvaring from 2007 to 2008 and tylenol. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) from 13-jan-2011 to 13-feb-2011 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of vaginal infection ("acute vaginitis"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the second episode of vaginal infection ("acute vaginitis"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 19 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psych injury/ psychological or psychiatric problems: depression") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, heavy menstrual bleeding ("menstrual hemorrhaging"), nausea ("nausea"), vision blurred ("blurry vision"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post procedural complication") and memory impairment ("memory is horrible now"). The patient was treated with paracetamol (acetaminophen) and surgery (surgery to remove essure and surgery to remove essure/hysterectomy). At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain, urinary tract infection and vulvovaginal candidiasis had resolved and the device expulsion, heavy menstrual bleeding, the last episode of vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain, depression, anxiety, post procedural complication and memory impairment outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, nausea, post procedural complication, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal candidiasis, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, fracture, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. This lot 769025 is invalid. Concerning the injuries reported in this case, the following ones were reported via social media: memory is horrible now. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media case received. Reporter information, event: memory is horrible now added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('migration of device') and device expulsion ('migration of essure device location of device: uterus') in a 22-year-old female patient who had essure (batch no. 769025-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's previously administered products included for an unreported indication: seasonel from (B)(6) 2010 to (B)(6) 2011, nuvaring from 2007 to 2008 and tylenol. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) from (B)(6) 2011 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of vaginal infection ("acute vaginitis"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the second episode of vaginal infection ("acute vaginitis"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 19 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psych injury/ psychological or psychiatric problems: depression") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menstrual hemorrhaging"), nausea ("nausea"), vision blurred ("blurry vision"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (acetaminophen) and surgery (surgery to remove essure and surgery to remove essure/hysterectomy). At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain, urinary tract infection and vulvovaginal candidiasis had resolved and the device expulsion, menorrhagia, the last episode of vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, post procedural complication, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal candidiasis, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, fracture, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. This lot 769025 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 769025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of vaginal infection ("acute vaginitis"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2017, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, menorrhagia ("menstrual hemorrhaging"), the second episode of vaginal infection ("acute vaginitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, menorrhagia, the last episode of vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal discharge, vision blurred, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jul-2018: new pfs received- new events added: psychological or psychiatric problems: depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('migration of device') and device expulsion ('migration of essure device location of device: uterus') in a 22-year-old female patient who had essure (batch no. 769025-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's previously administered products included for an unreported indication: seasonel from (B)(6) 2010 to (B)(6) 2011, nuvaring from 2007 to 2008 and tylenol. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2011 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of vaginal infection ("acute vaginitis"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the second episode of vaginal infection ("acute vaginitis"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 19 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psych injury/ psychological or psychiatric problems: depression") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menstrual hemorrhaging"), nausea ("nausea"), vision blurred ("blurry vision"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (acetaminophen) and surgery (surgery to remove essure and surgery to remove essure/hysterectomy). At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain, urinary tract infection and vulvovaginal candidiasis had resolved and the device expulsion, menorrhagia, the last episode of vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, post procedural complication, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal candidiasis, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, fracture, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events "fracture, uti, candidal vaginosis, post procedural complication" added, reporters were added. Event outcome of "pain, bleeding, fracture, migration, infection" was updated. Event genital hemorrhage updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('migration of device') and device expulsion ('migration of essure device location of device: uterus') in a 22-year-old female patient who had essure (batch no. 769025-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's previously administered products included for an unreported indication: seasonel from (B)(6) 2010 to (B)(6) 2011, nuvaring from 2007 to 2008 and tylenol. Concurrent conditions included overweight. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to(B)(6) 2011 and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of vaginal infection ("acute vaginitis"). On (B)(6)2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the second episode of vaginal infection ("acute vaginitis"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 19 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psych injury/ psychological or psychiatric problems: depression") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menstrual hemorrhaging"), nausea ("nausea"), vision blurred ("blurry vision"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (acetaminophen) and surgery (surgery to remove essure and surgery to remove essure/hysterectomy). At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain, urinary tract infection and vulvovaginal candidiasis had resolved and the device expulsion, menorrhagia, the last episode of vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, back pain, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, post procedural complication, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal candidiasis, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, fracture, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. This lot 769025 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.